Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Failure of jada device, continued hemorrhage and hemodynamic instability resulting in unplanned hysterectomy [device ineffective]. Case narrative: information has been received from united states food and drug administration (us FDA) (medical device report (MDR) number: mw5112778 on 27-oct-2022. This spontaneous report was received from a risk manager referring to a female patient of unknown age. The patient's medical history, concurrent conditions, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient and 1 device. On an unknown date, the patient was inserted with vacuum-induced hemorrhage control system (jada system) by healthcare professional (lot# and expiration date were not reported) for hemorrhage (haemorrhage) on (B)(6) 2022, vacuum-induced hemorrhage control system (jada system) was failed, continued hemorrhage and hemodynamic instability resulting in unplanned hysterectomy (device ineffective). It was reported that the device was not reprocessed, and the vacuum-induced hemorrhage control system (jada system) was not available for investigation. No additional adverse event (ae)/ product quality complaint (pqc) was reported. The agency considered the event of device ineffective to be serious as it required intervention. (B)(4).